Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was informed to continue using the pump and to call back if the malfunction code recurred, which it did not. The customer acknowledged this information.